Event description:
It was reported that the subject device had its light-emitting diode (led) lights flashing. It was turning on, but the light did not turn on, on the camera. This issue occurred upon receipt or unpacking. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: debris inside socket air tubing, broken turret 1 motor shaft, scope communication error (error e200), front panel lights blinking, broken motor. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the device exhibiting flashing light emitting diode lights, scope communication error (error e200), and front panel lights blinking was the broken turret 1 motor shaft. In addition, the cause of the broken motor was traced to component failure, and the cause of the debris inside the socket air tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.